Event description:
The reporter states, that the accu-chek softclix lancet device is no longer working and the lancet will not retract or deploy properly. The reporter also states, that the lancet will not "fire" into his finger to obtain a blood drop. The reporter did not confirm if the lancet retracted before or after firing the lancet device. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.